Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing a burning sensation at the ipg site when the stimulation is turned on and subsides when the stimulation is turned off. The patient has not used the stimulation since the issue first occurred. Surgical intervention may be pending to address this issue.